Manufacturer narrative:
Visual examination confirmed a plastic thread approximately .5 mm wide and 20 cm long was found curved inside a plastic bag with a needle syringe. The thread does not belong to any materials, equipment, or tools that were used inside the cleanroom during the manufacturing process. It is also not part of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a carotid stenting procedure, foreign material was observed. The stenosed target lesion was located in the internal carotid artery. A 190 cm filterwire ez embolic protection device was selected and advanced to the target lesion. Upon deployment, white fiber braiding was noted loose on the device. The procedure was completed with this device. The patient's status is stable.

Event description:
It was reported that during a carotid stenting procedure, foreign material was observed. The stenosed target lesion was located in the internal carotid artery. A 190 cm filterwire ez embolic protection device was selected and advanced to the target lesion. Upon deployment, white fiber braiding was noted loose on the device. The procedure was completed with this device. The patient's status is stable.